Event description:
It was reported by the patient that she developed an infection following her surgery. She stated that her pericardium filled with fluid and she was rushed to the hospital. Upon follow up with the patient's clinician, there was no infection associated with the device system. The patient developed a pericardial effusion that required pericardiocentesis. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076 implantable pacing lead, implanted: (B)(6) 2012; product ID: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).